Event description:
Presented for rue av graftogram and contrast was injected into catheter to aid in observation of balloon placement. This pt has a contrast allergy so co2 would be used along with balloon pta. During pta, plaque can cut into the balloon, rupturing it. Approximately less than 1ml of contrast was exposed to pt. Administered hydrocortisone and given a prednisone taper as a prophylactic measure.